Event description:
It was reported during device change out procedure externalized conductors were observed via x-ray. All lead related electrical functions were normal. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).